Event description:
It was reported that the patient had intermittent connect power alarms. Despite having new battery clips and new batteries, the alarms occurred. The patient was also having intermittent low voltage alarms. In clinic the patient reported the back of the system controller 'shocking' them. Upon further investigation, the backing of the controller was starting to wear off. The patient's controller would be exchanged. Log files were submitted for review and captured some random "connect power" events occurring on battery power on both the black and white power leads.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.